Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and smartablate¿ system rf generator (EU) and the patient experienced esophageal fistula and stroke. The patient died. A suspected esophageal fistula was noticed. The patient had an afib case on(B)(6) 2024, then the patient arrived at the emergency room after with symptoms of a stroke. The patient was undergoing neurological tests. The patients last known status was that they were unresponsive. The adverse event occurred (B)(6) 2024 (24 days post procedure). Patient was awaiting surgical intervention but unfortunately the patient passed away on the same day he was admitted before surgery. Patient passed away due to a stoke from suspected air emboli entering the left atrium through a suspected esophageal fistula. Esophageal injury was not confirmed as the patient passed away prior to surgery. The physician stated that given that the patient¿s stroke occurred while on full anticoagulation 24 days after a pulmonary vein isolation, the presence of air bubbles in the left atrium was sufficient to confirm suspicion of an esophageal fistula. The physician's opinion on the cause of the adverse event was procedure and patient condition. After reviewing the case, physician stated that he would not have changed any aspect of the procedure. He took every possible precaution to avoid ablating near the esophagus; however, esophageal fistulas remain a known risk associated with pulmonary vein isolation. He suspects that an esophageal fistula caused the stoke leading to death of the patient and that this outcome may be attributed to the patient¿s unique tissue characteristics and overall condition. Temperature monitoring was done by the anesthesiologist during the af (atrial fibrillation) procedure. Temperature probe was verified to be in the correct position by visualizing using intracardiac ultrasound and this structure was contoured using cartosound to mark the location of the esophagus relative to the left atrium. As per normal practice, ablation over the temperature probe/ esophagus region was avoided/ minimized. If temperature increased, physician would pause ablation and move to a different area until the temperature came down. Smartablate generator servicing is not needed. There was no generator malfunction. Physician noted that the procedure occurred without any acute complications and all precautions were taken to avoid ablating near the esophagus. This patient outcome was believed to not be due to any specific issue during the procedure. Generator parameters included: stsf catheter with smartablate generator using stsf preset in power control mode - ablation parameters were 50w lesions for 6-12 seconds. High power short duration. Force visualization features used: vector, visitag. Parameters for stability used for visitag module: 3mm maximum distance change and 4s minimum time with respiratory adjustment on. Color options: impedance drop with a range of 5-10 ohms. There are two reports for this event. Since a report has already been submitted for the thermocool smarttouch, this report is for the smartablate generator.

Manufacturer narrative:
On 21-jul-2025, the product investigation was completed as service for the device was declined. Device investigation details: no work order or any other evidence of analysis for this device was sent to johnson & johnson medtech for evaluation. The service was declined. No further investigation on this device was performed. According to customer information, there was no generator malfunction. Physician noted that the procedure occurred without any acute complications and all precautions were taken to avoid ablating near the esophagus. However, he believes that esophageal fistulas are a known risk associated with pulmonary vein isolation and this patient outcome was not due to any specific issue during the procedure. A device history record evaluation was performed for the finished device number (B)(6), and no internal actions related to the reported condition were identified. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).